Event description:
It was reported that during an unspecified procedure a guide wire fracture occurred. The lesion location and lesion characteristics are unknown. During an unspecified time, during the procedure, the physician noted that the pt2 guide wire tip detached in an unspecified vessel. The detached tip was successfully snared and removed from the patient. A non-bsc guide wire was used to complete the procedure. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned; therefore, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).